Event description:
It was reported that during a laparoscopic nephrectomy procedure, towards the end of the procedure the surgeon went to clip a bundle of vessels and the clips did not form properly. They were not closing completely. A new device was used to complete the procedure. There was no pt consequence. The device will not be released at this time.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed.